Event description:
It was reported that the delivery shaft of the guidezilla was fractured. The 70% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery (lad). A 6f long guidezilla ii was selected for percutaneous coronary intervention (pci). During the procedure, it was noted that the delivery shaft of the guidezilla was fractured. The device was completely removed by simply pulling it out and the procedure was completed with a different device. No complications were reported and the patient was stable.

Event description:
It was reported that the delivery shaft of the guidezilla was fractured. The 70% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery (lad). A 6f long guidezilla ii was selected for percutaneous coronary intervention (pci). During the procedure, it was noted that the delivery shaft of the guidezilla was fractured. The device was completely removed by simply pulling it out and the procedure was completed with a different device. No complications were reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Visual inspection revealed that the collar and shaft of the device was partially detached. Microscope inspection found blood in the shaft of the device. There was no further damage or irregularity to the device.